Event description:
Per the clinic, the patient developed an infection at the implant site; on (B)(6) 2015 the patient was prescribed antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.